Event description:
Pt with unstable angina was being placed on the iabp, the connection tubing, although tight, continued to leak blood from the connection site. A second balloon was opened and the piece replaced with no further leaking. No harm came to pt who was discharged two days later.